Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the ventricular lead. It was noted that the implantable pulse generator may have been oversensing an impedance measurement. The device was reprogrammed. The patient was stable and would continue to be monitored.